Event description:
Patient hematoma was reported and initially reported to FDA under 1037955-2025-00022 on 07/01/2025.

Manufacturer narrative:
This complaint was documented subsequent to the inital reporting. A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted on 16 june 2025 and concluded that the device was in compliance with dornier specification. Patient hematoma is listed as potential adverse effect and complication in the compact delta ii operating manual. Details concerning the patient outside of the confirmation of the hematoma were not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.